Event description:
The MFR rep reported the hcp attempted to remove the stylet while the lead and stylet were inside the pt, however ,the hcp had difficulty removing the stylet. Upon removal of the stylet, the hcp noticed a fracture in the lead.

Manufacturer narrative:
Final device analysis results revealed the outer insulation had separated at the butt joint towards the distal end.